Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received power loss alarm. The customer's different blood glucose levels were 111 mg/dl, 152 mg/dl and 194 mg/dl. Troubleshooting was not performed for power loss alarm. The insulin pump will not be returned for analysis.